Event description:
The customer reported this right ventricular lead had loss of capture, high impedance measurements and completed inhibition of pacing. As a result, the lead was surgically abandoned (capped). A new packing system was successfully implanted. The device was actively implanted for approx 16 yrs, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped), and as a result, the clinical observation cannot be confirmed. The event will be re-evaluated if add'l info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint filed of the lead model were reviewed. No trend of the same or similar type was found or indicated.